Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.0/4.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2023. This did not resolve the problem. The lens was explanted on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Additional information: d9: return date: 04-jan-2024. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).